Event description:
In 2009, at approximately 6:00 pm, the physician placed an arrow triple lumen catheter (intravenous line) in the patient's right femoral (groin) vein at the bedside in the ICU. As he was pulling out the guidewire, it fractured and he immediately suspected there was a retained wire in the catheter. He ordered an x-ray of the pelvis to see if the retained wire was in the central line and he ordered to tape off the distal part and do not use. He also ordered the patient to have a PICC line inserted in interventional radiology the next day, and then remove the triple lumen catheter. The same day, the patient went to interventional radiology for placement of the PICC line and the femoral line catheter was removed, as was the retained guidewire, which was about eleven (11) inches in length. The patient returned to the intensive care unit.